Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient reported that the device read 45 while the fingerstick value was 140. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, based on the data log that was received on (B)(4) 2014, the complaint of inaccurate blood glucose values was confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014.